Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint the 32g pen needles did not aspirate. The package was not open or damaged when received by the customer. The customer has been using the product since (B)(6) 2024. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. The customer is not claiming to be injured using the pen needles and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 19-sep-2024: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Mlc-009: use error caused or contributed to event.